Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. Evaluation found the unit¿s torque knob was missing a spacer. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the index knob and the lock needed new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the screw on the 80psi torque crew came out of the a1059 mayfield modified skull clamp and requested the assembly be checked for any missing hardware. There was no reported patient incident or injury. No delay in surgery was reported.